Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 1atm. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.